Event description:
It was reported that during the first inflation of the fox plus balloon in a calcified abdominal aorta it ruptured at 5 atm. The device was removed from the anatomy without issues, nothing remained in the patient. A new fox plus balloon (same size) was used successfully. Following the percutaneous transluminal angioplasty procedure an attempt was made to close a mildly calcified common femoral artery with a proglide device. Reportedly, the device could not be advanced over the wire and a second proglide needed to be used to achieve hemostasis. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned device found the device was returned in the pre-plunger deployment condition. The device was loaded onto a proxy guide wire and stopped approximately .5 cm proximal of the distal tip. The guide wire was then loaded through the exit ramp and stopped approximately 13 cm distal of the exit ramp. The clogged section of the sheath enter lumen was cut out to determine the cause for the blocked guide wire during testing. Coagulated blood was found at the distal end of the sheath preventing the guide wire from loading during testing. After the dried blood was cleared the guide wire passed without difficulty. The dried blood clogging the sheath would not be present during use, but would accumulate during the reported failed attempt to load the device over the guide wire. Difficult to insert sheath can occur due to a number of factors including, but is not limited to, tight tissue tract, an obese patient, or heavily scarred patient tissue. The observation of the loose posterior needle tip is consistent with handling of the device at the suture bearing area. The presents of adhesive evidence correct bonding and indicate the detachment may have occurred during use. The analysis noted that approximately 9 cm of the distal end of the sheath was scratched, indicating some type of abrasion was experienced during loading. The distal tip was also slightly damaged. These findings indicate that the report of the access being mildly calcified may have been a contributing factor in the event. It should be noted that the instructions for use (IFU) states: the safety and effectiveness of the proglide smc system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at the access site. Under precautions the IFU states: if excessive resistance in advancing the perclose proglide smc device is encountered, withdraw the device over 0.038 inch (or smaller) guide wire and reinsert the introducer sheath or use conventional compression therapy. To ensure this type of experience is not a result of a potential product related deficiency, the devices are hydrophilic coated. Devices are then visually inspected to assure that the coating covers the entire surface. A sampling of finished devices is also tested to verify the functionality of the device. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there have been no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. A perclose proglide device is being reported under a separate medwatch report number. Reportedly, the proglide was used in a mildly calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.